Manufacturer narrative:
Block h6: imdrf device code a050701 the reportable investigation result of cutting wire failure to release bow (unbow). Imdrf device code a040601captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned truetome 39 was analyzed, a visual inspection found that the working length was bent and twisted, the cutting wire was popping out and bent. Functional test was performed; the device was actuated and was able to bow but unable to completely unbow. No other problems with the device were noted. The results of the analysis performed on the returned device found the cutting wire was kinked and the device was unable to release the bow (unbow). Also, it was found that the working length was twisted and kinked, this could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. These problems could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Additionally, the wire was unable to unbow and popping out; this event was escalated with operations team, and it was determined that the wire was overly tensioned. The product investigation findings and all information available concludes the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress.

Event description:
Boston scientific received a truetome 39 which was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. This event has been deemed reportable based on the investigation results of wire failure to release bow and wire kinked. Please see block h11 for full investigation details.